Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was broken/damaged because of the damage caused from the blood contamination and the keypad was taken off to clean it from the inside and unit with q-tips. There was no patient involvement.

Event description:
It was reported that the device was broken/damaged because of the damage caused from the blood contamination and the keypad was taken off to clean it from the inside and unit with q-tips. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,g,b,c,d grids. Omit: a1801 - contamination, g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, remedial action required, remedial action # h3 other text : see manufacturer narrative.